Event description:
Patient reported, the up button on the infusion device does not function and the protective rubber is damaged. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is permanently active due to an external mechanic damage. As further result of the permanently activated up button, the other buttons do not respond to commands.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.